Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver has broken off.

Manufacturer narrative:
Correction: h3. Yes h6. Investigation findings: 3252 investigation conclusions: 61 device evaluation: visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. This failure is likely due to the applied torsional force being greater than the yield strength. Review of the device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.